Event description:
The pt had three grafts anastomosed with aortic connectors. Six months postoperatively, the pt underwent reoperation due to stenosis and occlusion of all three grafts. The pt had a history of hypertension and copd.